Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was working out and had the insulin pump inside her jogging pants. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent button response due to corroded keypad traces. The insulin pump had corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.